Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier sids: (B)(6).

Event description:
The customer reported falsely elevated sodium (na+), potassium (k+), chloride (cl-), calcium (ca+), creatinine (creat) and carbon dioxide (co2) results generated on the alinity c analyzer on four patients. Results provided: (B)(6). No impact to patient management was reported.

Manufacturer narrative:
The customer replaced the alinity c cuvette segment which resolved the issue. A review of alinty c sn# (B)(6) instrument service history, identified no contributing factors to this complaint. There has been no subsequent contact from this customer regarding any discrepant results since the cuvette segment was replaced. A review of the alinity c/clinical chemistry platform found all erratic results were below the upper control limit. A review of historical data for the alinity c cuvette segment associated with this complaint, revealed no trends, systemic issues, or nonconformances. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c, serial number (B)(6), or the alinity c cuvette segment.